Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range shock impedance measurement on this implantable epicardial lead. Impedance measurements on this lead have been elevated since implant, approximately 6 months ago. A guidant technical services (ts) consultant discussed performing multiple lead impedance tests (lit), and to consider performing a nips (non-invasive programmed stimulation) test, or to deliver a maximum energy shock to verify therapy is available. No symptoms have been reported.